Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on pca unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: calibration. Case resolution: tech called for help on 8120 unit will not calibration after try several times. Unit will have to come in for services repair confirm level one quote for service repair and what all level one covers. Tech will call back once she has po #setup for services repair.